Event description:
Patient reported that a comparison between the ss meter and a hcp meter using separate finger sticks was 124 mg/dl (ss) and 156 mg/dl (hcp), respectively (23% difference). No symptoms were reported. Pt did not have supplies needed to do control test. Co rep reviewed coding, cleaning, use of control solution, strip storage and series of variation (sov). There was no allegation of harm.